Manufacturer narrative:
Concomitant medical products: 4076-52 lead, 4296-88 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. It was noted that the right ventricular lead was initially left in use with an externalized device while the patient was treated with antibiotics. Then the lead was removed, the chest was irrigated, and a single-chamber implantable pulse generator (ipg) and new epicardial lead were implanted temporarily as the infection continues to resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.